Manufacturer narrative:
The device history record (DHR) was reviewed showing manufacturing and inspection of product was performed as per applicable procedures and validated process. A sample analysis could not be performed because no photo or sample was available for evaluation. The reported condition could not be confirmed. Due to similar cases presented in the past a supplier corrective action request (scar) has been generated to the supplier of the product. Actions will be documented through the scar. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported on (B)(6) 2023, the device became more prominent on the skin of the patient, with diet leakage. It was evaluated, and they found that the balloon had reduced (balloon deflating). Two days later, it was completely emptied and the device was completely exteriorized.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.